Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a right knee procedure, a tasp was noticed to be fractured. It was reported that there was no patient impact nor surgical delay.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned. Provided photographs confirm that the instrument is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.